Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A pump motor stall had occurred. The stall was confirmed in the pump's event logs, however, no motor stall recovery was recorded. A dye study was performed, and no leaks or breaks were found. The pump was explanted and replaced, as the stall could not be resolved. The following symptoms were noted: withdrawal, nausea, diarrhea, and vomiting. The following medications were administered via the pump: morphine (5 mg/ml; .9993 mg/day), bupivacaine (3.7 mg/ml; .7395 mg/day), droperidol (1.8 mcg/ml; .3598 mcg/day), baclofen (15 mcg/ml; 2.998 mcg/day). The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.